Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional test were performed. The keypad issue was identified during the visual inspection. The cause of the condition was determined to be fluid residue found on the keypad. To correct the condition, the keypad was cleaned; there was no need to replace the keypad. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have the keypad locked. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.